Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s screen bezel separated during physical activity, and the user could see inside the device; the user discontinued pump use and transitioned to manual injections, with no device alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related component failure consistent with loss of or failure to bond involving the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.